Event description:
It was reported while testing with bd (B)(6) instrument a false positive was obtained. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: false positive.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: a failure was reported on a bd bactec fx40 ( p/n 442296, s/n (B)(6)). Customer reported results issues on their instrument. Bd remote assistance worked with the customer and advised them it is recommended to culture in the device again. It was found the sample was returned to the device after five hours or more causing the instrument culture days returning to initial value effecting the results. The root cause was unable to be determined. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed no previous complaints related to results issues.

Event description:
It was reported while testing with bd bactec¿ fx40 instrument a false positive was obtained. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: false positive.